Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): it was reported that the patient had excision of exposed sling on (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). On (B)(6) 2010 the patient underwent excision of exposed tape [ from previous surgery on (B)(6) 2010] and cystoscopy because of left lower quadrant pain. It was reported there were no acute findings within abdomen or pelvis and the material used for transvaginal taping surgery were not visible or identified on CT scan, post operatively the patient experienced a yeast infection. On (B)(6) 2010 the patient underwent excision of the left arm of the tape entirely and cystoscopy due to extruded tape and pelvic pain. The tape was excised, and was in satisfactory condition following surgery. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that due to mesh erosion, protrusion, pain and recurrent infections, patient underwent mesh excision on (B)(6) 2010 and (B)(6) 2011. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-05602. The same patient is represented in each medwatch.